Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the wound dehiscence and fluid discharge at the evoke closed loop stimulator (cls) implant site could not be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include "erosion of the implanted components through the skin and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence and fluid discharge at the evoke closed loop stimulator (cls) implant site. Oral antibiotics and topical ointment were prescribed. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.